Event description:
New information received suggests a longevity estimate calculation issue was suspected by the physician. The device was to be monitored until it reached elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while examining patient data it was observed that the device lifespan had decreased by a year. There was a concern that since device checks were at about half a year interval, the scheduled checks by the clinician may not provide enough time if the device life span was shortened and the device was to reach the elective replacement indicator (eri) or end of service (eos). The health hazard to the patient was questioned and advice on how to address the observation was requested.

Manufacturer narrative:
Correction: medical device problem code 1057 - premature discharge of battery was removed.

Event description:
New information received notes a review of session records attributed the observation to be a diagnostic anomaly on the programmer calculation. The pacemaker was expected to meet it's overall expected longevity.